Event description:
It was reported to olympus the print function on their evis exera iii video system center was not working. It was also reported the customer verifies the processor was configured and cabled correctly using a sdi video cable along with maj-1918 remote cable. There were no reports of patient death, harm or injuries related to this incident.

Manufacturer narrative:
While troubleshooting the customer was instructed to perform a factory reset which resolved the reported issue. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the e103 error could not be identified. However, it is likely the cause is related to a faulty main lamp. Olympus will continue to monitor field performance for this device.